Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Air was drawn in continuously; it was determined that the valve was damaged. The sheath was replaced. No issues were noted after the sheath was replaced. No patient complications were reported.